Manufacturer narrative:
Visual inspection of the returned catheter revealed, the catheter was bent 3cm from the distal tip. Functional testing of the catheter confirmed that the bend did not affect steering function, as steering force to create a curve was within specification. The created curve matched template requirements. Investigation confirmed a bend in the catheter but did not confirm that functionality of the catheter was affected by the bend. The cause for the reported pericardial effusion remains unk. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.

Event description:
It was reported that after using the catheter for 30 minutes during an ablation procedure, it lost its ability to straighten out after deflection. The physician continued to use the catheter to perform the ablation procedure, but believes this caused increased catheter manipulation which then resulted in a pericardial effusion. A pericardiocentesis was performed and the pt is reportedly stable.